Event description:
It was reported that the motor of the motor drive unit seemed to be dead, was making a noise but was not moving the blade. Incident occurred before the procedure. There was no delay and a back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the motor of the motor drive unit seemed to be dead, was making noise but was not moving the blade and could not turn on. Incident occurred before the procedure. There was no delay and a back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Mdu failed functional tests with blade stall error and overheating of cord. After troubleshooting, the cause of the overheating was observed to be a defective power cord assembly. It was determined that the power cord has shorted internal wiring. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord.